Event description:
On a cannula, rf101, 1 1/2mm of te tip broke off and went down the IV tubing approx 5 inches. It was attached to another co's set (list 1818), which was attached to a central line. The pt had a double-lumen catheter, believed to be a 16 ga.